Event description:
A malfunction alarm was reported with a malfunction code of malf 9, but there was no adverse impact to the customer's blood glucose level. Customer technical support (cts) provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared. The customer understood the instructions.